Manufacturer narrative:
(B)(6). (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Concomitant medical product: hybrid glenoid base, 4 mm small, cat#: 113952, lot#: 810330; versa-dial 46x21x50 humeral head, cat#: 113044, lot#: 395280; versa-dial/comprehensive ti standard taper, cat#: 118001, lot#: 780550; comprehensive nano humeral pps, cat#: us-115734, lot#:402820. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 825034-2017-02780, 02782. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that glenoid radiolucency was noted approximately one month post-operatively of a left shoulder arthroplasty. Subsequently, three month follow-up noted that the radiolucency is progressive. No revision surgery has been indicated or reported to date, as the condition is tolerated. Patient also reported pain and impingement at the 6-week follow-up, however this was reported to have resolved.